Manufacturer narrative:
Analysis of the implantable neurostimulator has not yet begun. A follow up report will be submitted once analysis has begun. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the battery would be sent out the week of 2019-may-21. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with a neurostimulator. It was reported that the patient said her teeth hurt, she tastes metal a lot, and after she charges the implantable neurostimulator (ins), she gets nauseous for about one hour. There were no known environmental factors that were involved with the issues. The rep planned to meet with the patient the following morning for a reprogramming session. The issue was not resolved at the time of the report, the patient was alive with no injury and there were no further complications reported or anticipated. Additional information was received from the rep. It was reported that the patient had been vomiting and diarrhea when recharging implant. Hcp eventually took the ins out on (B)(6). Hcp connected to an extension to the lead and plugged that in the wens for a trial now. Patient was getting 75% relief. Ins is being sent back for analysis.

Manufacturer narrative:
Analysis of the ins determined that the device was functionally okay and did not have any significant anomalies. If information is provided in the future, a supplemental report will be issued.